Event description:
It was reported filter stuck in the tip of the sheath. The filter was removed with sheath and another device was used successfully. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. Upon inspection of the returned sample, the sheath appeared to have a flattened area that started at the distal tip of the sheath and extended for approximately 10cm, up to the proximal band. The od of the sheath was measured in a non-compressed area and was within specification. The dilator was removed from the sheath, but with lots of resistance due to the compressed area. Mandrel was used to check the patency of the sheath and verify presence of filter in sheath. There was no filter present, contrary to the event description. The distal section of the sheath was dissected and there was no visual evidence of a delivery. The dilator had the same compressed area as the sheath when mated together. The dilator exhibited 2 pinch marks, the first was approximately 3cm from the distal tip and the second was approx 7.5cm from the distal tip. The proximal section of the dilator that was protruding out of the sheath when received was distorted and appeared to have been stretched. The result of the investigation was inconclusive for failure to deploy, as no filter was present and the sheath did not exhibit any evidence of the filter passing through.